Event description:
Additional information received reported that the results of the x-ray were unknown. It was noted that no revision was needed at the time of the report. The patient was receiving effective therapy with the current programming.

Event description:
It was reported that the health care professional (hcp) "thought they would be replaced." It was noted that the reason was unknown. It was noted that the hcp would review the lead position on the x-ray of the thoriac spine and try to set up a stimulation revision. It was noted that if the leads were in a good location, they would just replace the implantable neurostimulator (ins), but they may replace the leads if they are not in a good position. Additional information received reported that the patient had a scheduled appointment on (B)(6) 2014. It was noted that the patient¿s device had been shocking him and caused him to have a car accident. It was noted that the patient was not very happy. Additional information received reported that the patient had not used his device and it was discharged. Additional information received reported that the patient¿s device was in overdischarge. It was noted that a trickle charge was completed and the patient was going to complete the normal charging of the battery. It was noted that the patient called on (B)(6) 2014 and his battery was fully charged. It was noted that the patient would be meeting with a manufacturing representative to clear the power on reset (por). Additional information received reported the cause of the overdischarge was due to the patient being unable to keep up with the daily recharging due to high impedances on the 0-7 lead. It was noted that the por was cleared successfully. It was further noted that the patient was receiving effective therapy. It was further reported that the shocking of the patient started around (B)(6) 2013. It was noted that the patient had multiple falls. It was further noted that the patient receiving jolted sensations while driving and almost hit a tree. It was noted that the suspected lead damage was due to the multiple falls. It was noted that the patient was awaiting an MRI. It was noted that the impedances on 0-7 lead were high. It was noted that the #3 electrode was the only one within normal limits. It was noted that the patient was awaiting an x-ray. It was noted that the patient's device was reprogrammed and the por was successful. It was noted that they were able to achieve effective coverage with the 8-15 lead. It was noted that the patient was receiving effective therapy without the jolting sensations.

Event description:
Additional information received reported that they were charging more than expected. The manufacturing representative thought it was a simple battery swap, but it turned out that the leads were likely to be replaced. The patient had greater than 40,000 ohms across all contacts. The patient had been complaining of quick battery discharge. The battery log showed the patient had charged to 50% and 100%. Interventions and patient outcome were not reported. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported that the physician decided to remove the old leads and replace. The physician was able to only place 1 lead. The patient was programmed in recovery.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the first implant lasted maybe 8 months and it started shocking the hell out of him. The patient said he almost wrecked his car one time because it made him floor it. The patient said x-rays were taken and it was discovered that the lead was broken. The patient said they told him the lead was almost in half and that was what was causing the shocking. The patient said the healthcare provider (hcp) went in and put a whole new unit in with paddle leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.